Event description:
The facility reported a colleague infusion pump with an error 550:320:654:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the emergency room. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 550:320:654:0000 was confirmed during product evaluation. The root cause was assigned to a faulty speaker harness. The speaker harness was replaced in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.